Event description:
The ge oec 9600 fluoroscopy system would not properly complete the boot-up sequence.

Manufacturer narrative:
A ge service representative investigated the issue and found a bent pin #7 in the lemo receptacle. The pin was repaired and re-seated to connect properly with the interconnect cable. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction that occurred during a procedure.